Event description:
Introducer was inserted into pt; however, the valve of the introducer allowed air into pt bloodstream. Caused pt to have slow response.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.